Event description:
Per the clinic, the patient developed an infection (site of infection not confirmed). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at post auricular skin and subcutaneous tissue and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.